Event description:
This case was initially received via (B)(6) ((B)(4)) on 18-aug-2017. The most recent information was received on 07-sep-2017. This retrospective pregnancy case was reported by a consumer and describes the occurrence of abdominal distension ("tight and swollen abdomen") and pregnancy with contraceptive device ("fourth pregnancy") in a female patient (gravida 4) who had essure (batch no. A06686) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2016. The patient's past medical history included multigravida. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required) and abdominal rigidity ("tight and swollen abdomen"). In 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced complication of device removal ("one insert remained in uterus"), migraine ("catamenial migraine") and arthralgia ("left knee pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy in (B)(6) 2017). At the time of the report, the abdominal distension, pregnancy with contraceptive device, complication of device removal, abdominal rigidity, migraine and arthralgia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal rigidity, arthralgia, complication of device removal, migraine and pregnancy with contraceptive device to be related to essure. The reporter commented: salpingectomy on (B)(6) 2017. One insert remained in uterus. Hysterectomy to be expected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-sep-2017 for the following meddra preferred terms: abdominal distension. The analysis in the global safety database revealed 127 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3.322 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-sep-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.